Manufacturer narrative:
Investigation summary: one used unit and photos were provided for evaluation. The provided pictures by the complainant were reviewed. Visual inspection of the returned device by the unaided eye and under normal plant lighting did not reveal any anomalies with the connector. Using an iso taper gage, the taper of the connector was checked. It was deemed to be compliant with iso 5356-1. The complaint is not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the iso-15 connector is too small. Speaking valves are not fixed when an inner cannula is used. There was no patient involvement and no human harm.